Event description:
The manufacturer received information alleging an error code related to the charging of the internal battery was observed. There was no harm or injury reported. It was recommended to the customer that the device be recycled or the internal battery replaced to address the issue. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.